Manufacturer narrative:
This investigation is complete, should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited an inappropriate shock to convert an arrhythmia. Further review noted that the arrhythmia was detected in the shock zone and double counting of a wide slow ventricular tachycardia (vt) was seen. The arrhythmia appeared to be frequent short busts. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is complete, should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited an inappropriate shock to convert an arrhythmia. Further review noted that the arrhythmia was detected in the shock zone and double counting of a wide slow ventricular tachycardia (vt) was seen. The arrhythmia appeared to be frequent short busts. A review of the device data by technical services (ts) confirmed a wide complex slow ventricular tachycardia (vt) which was double counted resulting in shock delivery. Ts noted a similar event in (B)(6) 2021. Ts wanted to know if the patient was symptomatic and noted that the device was programmed in the secondary sensing vector and there was no data to know the quality of the other vectors as an option for programming. No adverse patient effects were reported. The device remains implanted.